Event description:
It was reported that the patient experienced erosion through the end of the glands with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and no new device was implanted. The left cylinder was discarded by the hospital. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.